Manufacturer narrative:
One device was returned for investigation in used conditions. Customer complaint of broken device is confirmed. Root cause due to device being dropped. Due to the age of the device, it was deemed beyond economical repair and was scrapped. Device history review was not done as the device was a year beyond the manufacturing date. Service history review identified the device had not been in for service previously.

Manufacturer narrative:
UDI and date of event is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was broken. No report of patient involvement.